Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, during a sacroiliac and thoracolumbar procedure, the site was unable to open the door of the imaging system while it was around a patient. The site used the override button and was able to open the door. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No known impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.